Manufacturer narrative:
The device was returned toby a zoll approved service provider for evaluation. The customer's report was duplicated and the smart pneumatic module board assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional medical device problem code: 2890. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure - 1174", "compressor fault -2002", "internal comm failure - 1474" and "runtime calibration failure - 1051" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.